Event description:
It was reported by service report that the side rails pt left and right will not latch. It is unk if there was pt involvement, no adverse consequences to report.

Manufacturer narrative:
Result: latch.